Manufacturer narrative:
It was reported that the patient experienced a skin irritation while using the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factors were identified ashaving contributed to the skin irritation: age extremes (infant 0-12 months, pediatric 1-18 years, elderly 65 and older) and known medical/dermatologic conditions. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) providepatients with guidance should skin irritation develop.

Event description:
It was reported that on (B)(6) 2025, the patient was experiencing a skin irritation with itchy, red bump while using the electrode - patch - universal 2 channels. The patient sought medical treatment was prescribed triamcinolone acetonide ointment (0.1). The patient also switched to electrode - adapter - flex with electrode - pad - cloth - nissha a10042 however, their skin did not improve and opted to take a break in service. The patient has a history of sensitive skin. No additional information was provided.